Event description:
Patient scheduled for cardiac catheterization with possible ptca. Left & right coronary injections made and reviewed. Proceeded to intervention of a 99% in stent stenosis of mid left circumflex artery. A taxus otw 2.50x20mm-lot 8494840-was deployed at up to 16atm for 30 seconds at 1032. Post dilated with a quantum maverick otw 2.50x12mm lot 8601156 at up to 16tam for 30 seconds at 1037. A taxus otw 2.50x8mm lot 8065427 was then deployed at distal end of 1st stent at up to 14atm for 30 seconds at 1052. Angiomax bolus of 9.8cc was given at 1021 with angiomax drip started at 23cc/hr. Angiomax drip was discontinued at 1054 and patient was transferred to cssu at 1058. Chest pain started at 1032. EKG showed inferior st segment elevation. Patient was returned to cath lab at 1407. Left coronary injections made and reviewed. Injections showed 100% occlusion in the mid left circumflex artery. Angiomax bolus of 9.8cc was given at 1429 with angiomax drip started at 23cc/hr. Reopro bolus of 8cc given at 1439 with reopro drip at 21cc/hr. Thrombectomy performed with an export catheter. Post left coronary injections showed 0% residual stenosis and no evidence of residual clot in the left circumflex artery. Patient transferred back to cssu at 1505. Plavix was given at 1545.